Event description:
An atty reported that a consumer rec'd rebetron (intron a sq/rebetrol po), dose and duration unknown, for hepatitis c. On event date, the consumer's cohabitant injected the consumer (who was not comfortable injecting self) with intron a, and then put the cap over the used needle. Pt did not notice that the needle has penetrated through the step of the cap. When pt attempted to remove the needle from the pen, the exposed tip of the needle from the pen, the exposed tip of the needle penetrated their skin. After the exposure, pt experienced a painful and debilitating illness which was diagnosed as hepatitis c. The atty reported that three months ago, the cohabitant continued to undergo medical monitoring and that their hepatitis c was currently asymptomatic. No further information is available.